Manufacturer narrative:
During inspection and testing, service found the coating on the bending section was peeling due to deterioration. The reported event (dark image) was confirmed. There was insufficient light from the light guide lens due to a decrease in output. In addition, there were air leaks at the main body due to cracks, the insertion tube was crushed due to physical stress, angulation was excessive, and the bending section was crushed due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the image from the subject device was dark. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating on the bending section was peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user instruct the method of handling of the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.